Event description:
It was reported the lower lcd display was cracked. No patient involvement or complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments: the liquid crystal display (lcd) was broken. It was also noted that the upper case, lower case, both bail covers and battery drawer were broken, the battery contacts were compressed, one bail was missing, the ring was bent and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.